Manufacturer narrative:
No timeouts or drive stalls were observed. No damages were observed that would contribute to the reported communication error. The cause of the reported event could not be determined. Blood was observed on the adhesive pad and in the soft cannula. Inspection of the formed needle found no damages or defects that would contribute to bleeding. The cause of the bleeding could not be determined. A tear on the exposed portion of the soft cannula diverted fluid from the fluid path. It is unknown when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.5, hardware: iphone15.2, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 24 and 36 hours. They reported receiving a communication error during operation. Additionally, the patient reported the infusion site bled. As treatment, the patient administered insulin via a manual injection.